Manufacturer narrative:
A supplemental report will be submitted, upon completion of the investigation.

Event description:
Patient was getting out of truck and fell, which led to revision for pain and instability. Head and liner replaced with mdm head and mdm liner

Manufacturer narrative:
Reported event: an event regarding instability involving a ceramic head was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection. The returned ceramic head showed scratches on the rim and on the articulating surface. The device was otherwise unremarkable. The device is dimensionally within specification. Medical records received and evaluation: not performed as no information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available this investigation will be re-opened. Product surveillance will continue to monitor for trends.

Event description:
Patient was getting out of truck and fell, which led to revision for pain and instability. Head and liner replaced with mdm head and mdm liner.